Event description:
Several weeks after removal of a peg tube, the pt underwent endoscopy for evaluation of abdominal pain and nausea. The scope was passed into the stomach at the site of the prior peg tube placement. Reporter stated a wire approximately 2 cm with a suture attached was found. It was not impacted in mucosa. It was believed this was a t-fastener used in the peg placement, and that it should have passed in the stool. Manufacturer's t-fastener is 1 cm in length with a suture attached. One pt involved.